Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
A journal article by bakir, ayfer; guney, mustafa, ¿paxlovid-tacrolimus drug¿drug interaction in a 23-year-old female kidney transplant patient with covid-19¿, clinical laboratory 68 (8-2022). Clinical laboratory publications. (Aug 2022), documented false positive architect toxo igm results. The study noted that falsely elevated architect tacrolimus results occurred on a 23-yr old female kidney transplant patient who received paxlovid to treat a covid-19 infection. Results from the study provided: tacrolimus concentration was taken before first paxlovid tablet, after the morning dose of tacrolimus, and does not represent the trough concentration date (jan 2022) tacrolimus daily dose (mg) paxlovid dose (mg) tacrolimus concentration (ng/ml) recommended range for tacrolimus concentration in kidney transplant patients, up to 15 ng/ml baseline 4 8¿10 10 (admission day) 3 na 11 1 300 mg/100 mg × 1/day 10 tacrolimus was taken before 1st paxlovid dose, after the morning dose of tacrolimus, and does not represent the trough concentration 12 2 300 mg/100 mg × 2/day 13.6 13 2 48.5 14 1 92.4 15 0.5 85.8 16 (discharge) 0.5 62 17 0 na 18 0 14.9 na = not assessed no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect tacrolimus result included a review of data and information from the article ¿paxlovid-tacrolimus drug¿drug interaction in a 23-year-old female kidney transplant patient with covid-19¿, trending review, labeling review, device history record, and in-house testing with a representative lot (since no lot number was provided). Trending review did not identify any trends for the issue for the product. Device history record review did not identify any related non-conformances or deviations with list number 01l77 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. In-house accuracy testing of a retained reagent kit was performed, showing that the reagent generates the expected results. All specifications were met. Based on the investigation, no systemic issue or deficiency of the architect tacrolimus assay was identified.

Event description:
A journal article by bakir, ayfer; guney, mustafa, ¿paxlovid-tacrolimus drug¿drug interaction in a 23-year-old female kidney transplant patient with covid-19¿, clinical laboratory 68 (8-2022). Clinical laboratory publications. (Aug 2022), documented falsely elevated architect tacrolimus results. The study noted that falsely elevated architect tacrolimus results occurred on a 23-yr old female kidney transplant patient who received paxlovid to treat a covid-19 infection. Results from the study provided: tacrolimus concentration was taken before first paxlovid tablet, after the morning dose of tacrolimus, and does not represent the trough concentration date (jan 2022) tacrolimus daily dose (mg) paxlovid dose (mg) tacrolimus concentration (ng/ml) recommended range for tacrolimus concentration in kidney transplant patients, up to 15 ng/ml baseline 4 8¿10 10 (admission day) 3 na 11 1 300 mg/100 mg × 1/day 10 tacrolimus was taken before 1st paxlovid dose, after the morning dose of tacrolimus, and does not represent the trough concentration 12 2 300 mg/100 mg × 2/day 13.6 13 2 48.5 14 1 92.4 15 0.5 85.8 16 (discharge) 0.5 62 17 0 na 18 0 14.9 na = not assessed no impact to patient management was reported.